Event description:
The customer reported the control panel was damaged. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced the control panel assembly. Checked overall operation and verified the system performs as intended.